Manufacturer narrative:
Product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.9cm. The echelon-10 useable length was measured to be ~148.0cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub, catheter body or distal tip. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water was found to be leaking from within the inner strain relief. The outer and inner strain reliefs were removed, the catheter was re-flushed, and water was found to be leaking from around the catheter shaft seated within the hub. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. The cause of the leak was found to be from hub to catheter transition. The likely cause could be an inadequate and/or incomplete hub bonding, resulting in the leak at the catheter hub/strain relief. However, the root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the leak was not at the hub/strain relief. The cause of the leak was not determined. There was no damage or evidence of tampering to device packaging. Additional information was received stating that the device damage was not noticed upon opening the package. Preparation for hydration was performed prior to the damage being seen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that upon opening the echelon 10 package and connecting the infusion, it was found that the proximal end of the microcatheter was leaking. The catheter was inspected or tested prior to use and the leak was observed during preparation. The product was replaced with a non-medtronic product to complete the procedure. There was no patient involvement. The patient was undergoing surgery for treatment of internal carotid artery stenosis with aneurysm. It was noted the patient's vessel tortuosity was moderate. Right femoral artery access vessel diameter was 7 mm. The patient has a history of hypertension. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).